Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a follow up visit, the device was unable to be interrogated. Various troubleshooting methods were performed, but the issue remained. It was discussed if the device could not communicate, it would not be able to monitor the patient. Replacing the device was suggested. No intervention has been performed yet. The patient was stable with no issues.